Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the motor assembly was corroded.

Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.